Manufacturer narrative:
In this MDR, bd (B)(4) in (B)(6) has been listed is mfg (B)(4) is an (B)(4) manufacturing site. Returned to manufacturer on: unknown. The investigation date has been used. Medical device lot #: unknown. Medical device expiration date: unknown. Unique identifier (UDI) #: unknown. (B)(6). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 127154 with the incident lot was observed.

Event description:
It was reported that bd sedi-40 "sedi 40-(B)(4)-broken".